Manufacturer narrative:
During run-in test, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. The root cause for the occurred system error was due to the defective drive train motor, likely due to normal wear and tear of the platform. The autopulse platform was manufactured in 2013 and is more than 6 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. During the run-in test using the 95% patient large resuscitation test fixture (lrtf), the autopulse platform stopped compressions and displayed "system error, out of service, revert to manual CPR" error message. The archive data showed that the observed system error during the run-in test was user advisory (ua) 139 (unable to hold compression position). The drive train motor brake assembly air gap was too wide (measured at 0.011") and was out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continues to open out of specification. The conical tip of the two m3-.5 x 4mm set screws have worn-out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drive train motor needs to be replaced to address the ua139 error. Upon customer approval, the defective part will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
On (B)(6) 2020, during run-in test, the autopulse platform (sn (B)(4)) stopped compressions and displayed "system error, out of service, revert to manual CPR" error message.